Event description:
It was reported that the physician bovied through a 4196 lead during routine exploration of the pocket. No additional information was received and no patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.